Manufacturer narrative:
Device evaluation: the affected device has not yet returned for evaluation. A follow up report will be submitted when the evaluation has been completed.

Event description:
The physician felt resistance when removing the wire and the wire tip separated from the wire body and remained inside the patient. Two snares were required to remove the wire tip from the patient's anatomy. There was no patient harm as a result of the tip separation.